Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found a failed I/o processor board, which is a known contributor to the reported symptom. The failed I/o pcb was replaced.